Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem. Block h10: investigation result: the returned cold snare device was analyzed. Visual evaluation was performed, and no visible damages were found. Functional inspection was performed, and it was noted that the device was extended and retracted in the 10 inch loop fixture, and the loop could extend and retract properly without any issue. No other problems with the device were noted. The reported event of snare loop unable to cut was not confirmed. During analysis, it was determined that the device did not have any visual issues or damages. The device was submitted to a functional test, and the loop could extend and retract properly without any issue. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, snare would not cut through tissue. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, snare would not cut through tissue. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.